Event description:
The pt had indications of catecholaminergic adrenergic polymorphic vt and received several shocks after implant. During a follow-up the ICD was unable to interrogate. There was also an error message stating that a hardware reset had been detected. The device was explanted.